Event description:
A female patient who underwent a breast augmentation primary with mentor memorygel 400cc silicone prosthesis experienced left sided breast mass and, symptomatic rupture postoperative. The issue was diagnosed through physical examination. At the time of this report, mentor received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information received on april 14, 2026,the patient underwent removal surgeries on (B)(6) , 2026. Reason for device explant and/or reoperation: breast mass and, symptomatic rupture manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information received on may 15, 2026, the patient underwent bilateral replacements per following: l) sn: (B)(6), r) sn: (B)(6).manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
Per additional information received on may 19, 2026, the patient experienced bilateral capsular contractures grade iii. As a result, the patient underwent bilateral breast implant removal, bilateral partial capsulectomies, bilateral subpectoral implant placement. As follow: serial number : (B)(6). During the surgery it was notified that both implants were intact. The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted.manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted.manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
Device evaluation completed on june 05, 2026:the product was returned to mentor for evaluation, where a thorough investigation was conducted.visual analysis of the returned device revealed that no damage or anomalies were observed on the breast implant.leak testing was performed, in accordance with mentor procedures, and no areas of gel exposure were detected during the analysis.regarding the reported capsular contracture condition, there are not enough details to determine the factors that may have caused this condition. Capsular contracture in the patient¿s breast might be the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Further, capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet.as part of mentor¿s quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: since no malfunction was observed during the investigation. Manufacturer¿s reference number:(B)(4).